Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Part has been leaking grease like residue from bearings and staff has not allowed this to be used in surgery. Noticed during pre op. Other two attachments failed to pass verification. After re registering still could not pass them. Used different attachments and passed so swapping them out. Delay was about 3 minutes. Completed robotically and no tourniquet on patient. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the reported event. There was foreign matter present on the 2.7 degree straight sagital saw. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices, including serial number 3522575, were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Part has been leaking grease like residue from bearings and staff has not allowed this to be used in surgery. Noticed during pre op. Other two attachments failed to pass verification. After re registering still could not pass them. Used different attachments and passed so swapping them out. Delay was about 3 minutes. Completed robotically and no tourniquet on patient. Case type / application: tka.